Event description:
A complaint was initiated for a patient who underwent a hip revision surgery on (B)(4)2017. The original surgery is dated (B)(4)2017. The patient suffered a fall and subsequent peri-prosthetic fracture. During the revision, the global femoral stem was removed and replaced with non-global product.